Event description:
The manufacturer received information alleging an error code related to the oxygen blending module. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an error code related to the oxygen blending module was observed. The device was returned to the manufacturer for evaluation. There was no harm or injury reported. The device was not in patient use. After additional review of the device's event log confirms for all instances of the alarm, the error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. This type of failure would not affect the ability of the device to provide therapy to published specifications. The device's keypad operation was intermittent although still functioning, and replacement of the keypad is needed. The customer requested no repairs be performed. The device was returned to the customer unrepaired.